Event description:
It was reported that the this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for bd. It was suspected that this device was exhibiting premature battery depletion, in the last six months the battery status had decrease from 47 percent and now down to 7 percent. The plan is to perform a revision procedure sometime next week. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for bd. It was suspected that this device was exhibiting premature battery depletion, in the last six months the battery status had decrease from 47 percent and now down to 7 percent. The plan is to perform a revision procedure sometime next week. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.